Event description:
Caller states the patient tested 7.4 inr and 4.3 inr on the coaguchek system and 2.4 inr on a comparison lab. No action taken on device results. No adverse event reported. Requested return of suspect device and replacement was sent.